Manufacturer narrative:
An investigation is ongoing. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in (B)(6) reported that there were nine positive results were generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. Eight samples generated false positive sars-cov-2 results; one sample generated false positive sars-cov-2, flu a, and flu b results. A retest with in-house polymerase chain reaction (pcr) testing, the samples generated negative results. The samples were reported as inconclusive until retesting was performed; the negative results were reported to the clinician(s). No harm was alleged. 9 mdrs will be submitted, one per patient, as per FDA guidance.

Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Changed the suspect medical device from the instrument to the assay. Subsequently, changed: to "yes" mfg site information PMA/510(k) number (B)(4).